Event description:
Facility states patient walked to bath room with walker and rn assisting. Patient lost her balance when turning and fell on the floor on right side. The rn assisted patient up and patient ambulated back to bed. Facility states the patient had total hip replacement 2 weeks prior so the intended procedure was for the patient to make it to the bathroom with the assistance of the walker and nurse without falling. Facility states the walker appeared to be in working condition with no broken pieces or chips or other malfunctions.